Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the display was flashing white. It was reported that there was no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank flashing white display due to vertical cracked lcd controller. Unable to verify missing segments/partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.